Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that solenoid 110 was not deactivating causing the probe rinse cup to overflow. Solenoid 110 is involved in probe wipe rinse functions. The fse replaced solenoid 110 to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The volume of the leak was less than 20 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, goggles, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.